Event description:
It was reported that during a wedge resection procedure, the staples of the acral part to the middle part were malformed at the first firing. Additional suture was performed. There were no adverse consequences to the patient. The doctor commented that the tissue was not so thick.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.